Event description:
I had essure done 6 weeks post-partum and it was the worse decision I ever made. I had major problems from the moment I had it done. Symptoms included chronic migraines, extreme cramping and lower back pain, fevers, entire body aches, sporting between periods, when I had a period, I had excessive bleeding. I had to have cat scans, sonos, upper and lower gi just to find source. I ended up having a hysterectomy to remove the device.